Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cautery was not working correctly on the vaso view hemopro. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for lots 25097904, 25098633 and 25100060, the last 3 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. (B)(4).